Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was torn and noticed during handling, therefore, the lens was not used. The lens did not come into contact with the eye, and there was no patient injury or requirement for medical or surgical intervention. The procedure was completed using another johnson & johnson lens of the same model and diopter. The lens was discarded. No further information was received.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed one similar complaint for this production order number and the complaint issue reported was not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.